Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee surgery at the cementing stage the doctor was impacting the tibial implant. On the third strike the impactor handle broke along with the fb impactor. All pieces were retrieved and the doctor switched to the second impaction handle. The surgery was not delayed and all parts will be sent back. A shim was noticed during surgery with a small crack near the metal bearings. The shim was not used and will be sent back as well. (B)(4). Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.